Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's scs ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he was unable to establish communication between his scs ipg and external devices. A replacement charging system was shipped to the patient but did not resolve the issue. As a result, surgical intervention is planned for a later date to address the issue.